Event description:
On (B)(6) 2023, it was reported by a sales representative via email that the drill sleeve from an ar-3688 knotless fibertak biceps implant system was not large enough for the fibertak anchor. After drilling, the surgeon could not get the anchor into the sleeve. The surgeon had to start over and use a 2.6 knotless fibertak drill sleeve to drill a second bone hole and implant the fibertak anchor. After following the proper technique to suture the bicep, the knotless mechanism in the anchor would not close down. The surgeon attempted to do this for about ten minutes before cutting the sutures and fixating with a swivelock in a third bone hole. This was discovered during a procedure on (B)(6) 2023. Additional information received on 11/20/2023: the case was completed using an ar-2324kbcct biocomposite knotless swivelock. The second pilot hole was created with an ar-1941ds knotless corksrews disposable instrument kit. The third bone socket was created using a 4.75 punch. This was discovered during a bicep tenodesis procedure. The case was delayed about ten minutes. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is misuse of the product, specifically damage to the anchor components, which caused the device to fail. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.